Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was displayed as "high"; although a specific value was not provided. The customer address their bg with a correction bolus via pump.